Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r strip. Meter and test strips were not returned to manufacturer. Root cause: rc-074: manufacturing processing error. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: CAPA (B)(4).

Event description:
Consumer reported complaint for dead meter. Daughter is calling on behalf of the customer. The battery in the true track meter had been changed (B)(6) 2020. The customer is using the correct battery for the meter in the correct orientation. During the call, the true track meter powered on using the power button and when a test strip was inserted. The test strips are expired - manufacturer's expiration date is 02/28/2017 and test strips are part of recall. Daughter stated that customer will purchase new test strips. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.